Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure, the area behind the actual heating element allegedly became hot. It was further reported that the patient allegedly had slight skin burn. The patient is reported to be stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one evsrf 100cm catheter was received for evaluation. Upon visual inspection, no visual damage was noted to the catheter coils. A kink was observed on the catheter shaft. The kink most likely occurred by the way in which the catheter was packaged for return. No kinks were reported by the user so the kink will be considered incidental. No other anomalies were observed. Upon opening the handle, all wires were noted to be intact and in place. The proximal battery was partially seated within the battery holder. When original batteries were removed, no residue was noted to both battery pads. New batteries were inserted into the battery holders in order to functionally test the device. The catheter was plugged into the generator and the screen switched from the home screen to the treatment screen as expected. 3x long and 3x short functional tests were completed successfully. No errors were presented. No excessive heat was observed on the generator. Using the normal lab setup and a thermal camera, temperature readings were between 30-36°c which is below the 42°c upper limit called out in the IFU. Therefore, the investigation determined this to be an unconfirmed finding for excessive heating. It is possible the healthcare provider was not applying enough pressure to the vein wall during the treatment which led to the alleged excessive heating on the shaft. A definitive root cause for the hot shaft could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. H10: d4 (expiry date: 10/2025), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure, the area behind the actual heating element allegedly became hot. It was further reported that the patient allegedly had slight skin burn. The patient is reported to be stable.